Manufacturer narrative:
Product analysis: analysis determined that the battery drawer was sticking. It was noted that there were errors in the log, reset printed circuit board (pcb) with firmware update. It was further noted that the output connector assembly and upper case were broken and the hanger assembly was bent. Additionally, the display wires were pinched, wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement reported.